Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6) 2010, the pt had an ams sparc sling system implanted to "treat stress urinary incontinence." It was reported that the pt "experienced severe pain, dyspareunia, and mesh erosion into the vagina." It was also reported that the pt "suffered" disability and impairment and other damages.